Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-mar-2026, it was reported by a sales representative via phone that an ar-3636h anchor's shuttling suture was continuously breaking. Noticed during a case and able to complete using pushlock anchor.